Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the customer experienced a red flashing battery light and realized that they had been on battery power. They reported hearing no audible alarms. The device was not changed out, as they determined that the circuit breaker where the alternating current (a/c) cord comes in was tripped. They reset the breaker and the unit switched without problem from battery to a/c. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: a red light was flashing on the front side of the base, indicating the unit was running on battery power and the battery was in a discharge state. After the flashing light on the base was observed, the battery icon on the central control monitor (ccm) was checked and it was red and the aux tab (on ccm) was viewed and the system had been on battery power since early in set-up (about 0530). During troubleshooting it was found a circuit breaker on the back of the base had been tripped and this caused the base to convert to battery power. The breaker was re-set and the system converted back to a/c power. The system never lost power during cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per communications between customer and field service representative (fsr), the customer is charging system base per instructions from the fsr. They will unplug the base and run on battery and will test once charged to see if an audible alarm does sound. The fsr tried to duplicate the problem of no audible sound at three minute intervals when the system-1 is on battery backup. The fsr observed battery status of fully charged on the service screen. The fsr downloaded the data logs and sent to the manufacturer for further evaluation; pulled the alternating current (a/c) plug and observed audible tone. He also observed an audible tone for battery backup being on in three minute intervals correctly. The fsr changed the volume tone from high to low, he again observed audible tone at back on a/c power and then tripped the resetable circuit breaker and again observed audible tone for being on battery backup. The unit operated to manufacturer specifications and was returned to clinical use. The fsr believes that a foot or leg from another medical device or possibly a cleaning mop may have hit and tripped the resetable circuit breaker.